Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, following intraocular lens (iol) implant procedure, a scratch on the iol was noted. As the scratch was away from the center of the lens so surgeon felt it would not be an issue. Additional information could not be obtained as the reporter is unwilling to follow-up.